Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient came to the emergency room complaining of chest discomfort. The right atrial lead had dislodged. Chest x-ray indicated that the lead was in the right atrium. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.